Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the caller was doing a routine MRI check on the patient after the MRI was done. Caller stated that the pump turned back on like normal, but they saw a motor stall and motor stall recovery message. Caller also stated that there was an error that said the catheter information was empty and gone and was not there anymore. Caller ended the session and went back in, and it was there again. Caller confirmed that the logs looked good. Caller mentioned seeing a service code 108 that said pump memory error had occurred, catheter info had been lost, re enter catheter data. Caller was able to reinterrogate the pump and see that catheter information was present. The troubleshooting steps that were taken on the call resolved the issue.